Event description:
Reportedly the valve was explanted at implant in 2009. The information was reported by the medical center on the device implant data card which was received by the foreign implant patient registry. The report did not give a reason for the explant. The patient condition is unknown. It was stated the device was discarded and will be not be returned for evaluation. The surgeon/physician's name and contact information is unknown. No further information was provided.

Manufacturer narrative:
The device history record (DHR) review has been started. No additional information is available..

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined reportable per edwards lifesciences procedures. No other information is available. Additional information: device not returned to manufacturer.